Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that camera cord was cut on the camera head. The issue was found during reprocessing, prior to a therapeutic procedure. There was no patient impact associated with the event.

Event description:
It was reported to olympus that camera cord was cut on the camera head. The issue was found during reprocessing, prior to a therapeutic procedure. There was no patient impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The cause cannot be established due to no findings available. However, factors that may have contributed to the reported event are physical damages due to wear and tear. Based on the results of the investigation, a definitive root cause cannot be identified a device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿." P17. Olympus will continue to monitor the field performance of this device.